Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that he will go to the emergency room for assistance in maintaining his high blood glucose. Customer's blood glucose reading at the time of the called was 394 mg/dl. Nothing further was reported.